Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and the cause was not known. The pump supplies were changed and an insulin injection was administered to address the bg level. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.